Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade, a lead insulation anomaly was noted on the proximal part. The lead was repaired and remains in service. The patient's condition before, during and after the procedure was good.